Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, shoulder pain, lower abdominal pain, cellulitis, chest pain, morbid obesity, irregular menstruation, menometrorrhagia, general body pain, uti, headache, pain joint, edema, leukorrhea, drug hypersensitivity, bipolar I disorder, rotator cuff tear, lichen simplex chronicus, arnold-chiari malformation, panic attack, sepsis, (B)(6) infection, hypertension and hypertensive heart disease. Concomitant products included medroxyprogesterone acetate (depo provera) from 1998 to 2001 for menstrual disorder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraine,"), rash ("rash/skin condition"), cystitis ("bladder infection"), alopecia ("hair loss"), headache ("headaches,"), skin disorder ("rash/skin condition") and adnexa uteri pain ("left/right side pain(by ovaries)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy, dilation and curettage, thermachoice endome). At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, migraine, rash, cystitis, alopecia, weight increased, headache and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: she did not received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain , back pain, general abnormal bleeding, allergy, hair loss, migraine, headaches, weight gain, she received treatment for bladder infection diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2015: the endometrium curetting is comprised predominantly of squamous and endocervical tissue. There is marked chronic inflammation and acute inflammation associated with hyperplastic mature and immature squamous with rare mild nuclear atypia favor reactive. Evaluation of endometrium is limited by paucity of endometrial tissue that consists of rare detached glands. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: mr received. Reporters information were added. Case become serious incident. Medical history and lab data were added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.